Event description:
It was reported that the programmer failed the touch screen test for cursor misalignment. It was noted that the user requested a software update. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer failed the touch screen test for cursor misalignment as there was intermittent cursor response in the middle of the screen. It was noted no autonomous cursor movement was observed. Electromagnetic interference (emi) repair has been performed to resolve the touch screen issue. It was noted that the power cord bay door was broken. It was further noted that the lower display hinges were worn out. Additionally the upper and lower case halves were broken. The lower hinge cover/bullet was missing. The programmer failed the functional test due to no video graphics array (vga) output due to out of specification printed circuit board (pcb). Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.